Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the angio-seal anchor did not deploy and the device pulled out of the patient. Manual compression was used to achieve hemostasis. The patient remained in stable condition. The procedure performed prior to the use of the angio-seal was a peripheral leg procedure. There was no blood loss. There was an angiogram performed. There was no difficulty with access and no issues with insertion of the device.